Event description:
A facility reported the product did not retain its required density. It "attenuated" on the first day after surgery. The surgeon performed three surgeries on the same day and reported the gas retained a density of 60-70% when it normally retains 90% one day following surgery. The surgeon did not change his method and, therefore, suspects the product did not meet its specifications. A lot number was identified for one of the cases; there were no identifiers for two of the cases. This MDR is the one case with a lot number identified.

Manufacturer narrative:
A sample was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).